Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that the motor of the sternal saw was taken apart. The o/r staff called user facility's biomedical engineer (biomed) and asked him to fix it. The biomed thinks someone took it apart in an attempt to repair. The operating room staff gave it to him in a bag with parts in it. No reported pt involvement reported.